Manufacturer narrative:
(B)(4).

Event description:
Received info stating the pt was not able to adjust her stimulation and was seeing a "warning por" on her pt programmer screen. She has been without stimulation for a few days. Pt was able to bypass this por on her recharger and charge her ins but still not able to get stimulation. Pt states she fell a few weeks ago and landed on her back on top of a pile of bricks. Since then, the device has not been working properly. Pt is seeing her hcp tomorrow and has requested a medtronic rep also be present. Add'l info has been requested and if received, a f/u report will be sent.